Event description:
Additional information received from the manufacturer representative reported that there were more impedances out of range. Contacts 0, 1, 3, 4, 5, and 7 were greater than 20000. The patient was going to be scheduled for a lead and stimulator replacement.

Manufacturer narrative:
Continuation of d10: product ID 977c265, serial# (B)(6), implanted: (B)(6) 2016, explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2023 information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported patient had impedance issues, with high impedance seen on electrodes  0 and 3 both 10000. Also, it was reported patient's device/battery is in overdischarge, and no troubleshooting was done or cause of patient's issue known. The issue was resolved. On (B)(6) 2023 a response was received from a manufacturer representative stating with the high impedance on electrodes 0-3 and ove rdischarge, patient was able to get effective therapy and ins was recovered from overdischarge and issue was resolved. Rep also adds this is not their 3rd overdischarge. *see 7051908540and 704605087* for previous reported issues of overdischarge.

Manufacturer narrative:
Continuation of d10: product ID 977c265, serial# (B)(6), implanted:(B)(6) 2016, product type lead this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2024-apr-03, additional information was received from the manufacturer representative (rep) reporting that the patient had full explant and replacement of scs system. Replacement done by dr on (B)(6) 2024 at (B)(6). The explanted implants were retained by customer and they were informed they should be returned. Patient weighs 60kg.

Manufacturer narrative:
Continuation of d10: product ID 977c265 serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.